Event description:
A patient underwent a stent placement procedure using venovo venous stent. Two days later, on (B)(6) 2025, it was reported that the stent allegedly migrated to the right atrium and patient needed to go to hospital to remove that stent. The current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using the venovo venous stent. Two days later, on (B)(6) 2025, it was reported that the stent allegedly migrated to the right atrium and the patient needed to go to hospital to remove that stent. The current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: neither sample nor images demonstrating the stent have been provided. The reported issue cannot be re produced which leads to inconclusive result. In this case system compatible 9fx11cm introducer with 0.035" guidewire were used for access, and the lesion was neither pre nor post dilated. The hcp did not experience difficulty during deployment, and the stent could be placed without irregularity. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use (IFU) closely describes holding and handling of the system during the procedure for regular deployment. Regarding pta the IFU state: 'predilation of chronic lesions with a balloon dilatation catheter is recommended.', and 'post stent expansion with a balloon dilatation catheter is recommended.'. Regarding accessories the IFU state: '¿ 8f introducer for stent diameters of 10 mm and 12 mm ¿ 9f introducer for a stent diameter of 14 mm ¿ 10f introducer for stent diameters of 16 mm, 18 mm and 20 mm ¿ 0.035 inch diameter guidewire'. A stent size selection table is part of the IFU describing the relationship between stent diameter and vessel diameter. 'Stent migration', and 'open surgical repair' are mentioned under potential complications and adverse events. G3, h6 (patient, method). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.